Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320:844:0000 was confirmed during evaluation. The assignable cause was a disconnected speaker harness. The speaker harness has been reconnected to fix the reported condition. The user interface module master software version is 5.04.00, categorized as unremediated. A service history review revealed that the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During product evaluation by baxter service personnel, a colleague infusion pump was found with "failure code 550:320:844:0000 (speaker and beeper tones are not heard) due to disconnected rear harness. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.